Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that abutment at tooth site 24 was loose and fractured. New abutment was placed. The abutment had been placed on (B)(6) 2021.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The complaint report was received, reviewed, and evaluated by the manufacturer's complaint process. As part of each product experience investigation, zest performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, zest has concluded the following as the root-cause or most likely root-cause of the reported product experience condition: root-cause or most likely root-cause cannot be determined based upon the information provided and the reported product experience condition cannot be verified as a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: no manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. Most likely hazard experience: thread fracture during function. Most likely root cause of the failure mode / hazard: thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. Unable to verify that the reported event is associated with an abutment manufactured by zest dental solutions, as no physical evaluation can be performed due to the product not being returned to zest. Please note that zest dental solutions abutments have undergone thorough inspection to ensure they meet product specifications and configurations. Additionally, we have not encountered any concerns regarding the component materials for abutments returned from the field.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3. Date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. The complaint report was received, reviewed, and evaluated by the manufacturer's complaint process. As part of each product experience investigation, the manufacturer performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported product experience condition: root-cause or most likely root-cause cannot be determined based upon the information provided and the reported product experience condition cannot be verified. As a result of the above investigation, the manufacturer has concluded the following as the root-cause or most likely root-cause of the reported complaint condition: most likely hazard experience: thread fracture during function. Most likely root cause of the failure mode / hazard: thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. Inspection was performed by senior design engineer stated that part number was identified as a possible 08635. However, with post processing to abutment and lack of screw, part number cannot be confirmed.